Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information received indicates that the physician plans to monitor the patient for the time being with future plans of changing out the transvenous system for a subcutaneous system.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range pace impedance measurements and high threshold measurements due to suspected lead fracture. An x-ray was taken but could not conclusively confirm or refute the fracture. No adverse patient effects were reported.